Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to telemetry issues. The device was in the sterile box when the wand was placed over, and the communicator was still not able to find the device. Technical services (ts) recommended to took out the packaging of the device, however the wand was not able to connect with the can. This device was already returned to boston scientific but further analysis has not yet been completed. No adverse patient effects were reported, since there was no patient involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported telemetry issues. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant due to telemetry issues. The device was in the sterile box when the wand was placed over, and the communicator was still not able to find the device. Technical services (ts) recommended to took out the packaging of the device, however the wand was not able to connect with the can. This device was already returned to boston scientific. No adverse patient effects were reported, since there was no patient involved.